Manufacturer narrative:
The pod was received with the needle not deployed. Investigation of the download data found that the rotational sensors were reading incorrectly, resulting in first prime ending too early. First prime ending too early resulted in second prime ending before the ratchet gear was lined up with the release bar, preventing the needle from deploying. Inspection of the commutator cap found signs of oxidation along the line of contact between the commutator cap and the rotational sensor springs. The oxidation lines up with the incorrect readings in the data and is responsible for the needle not deploying. Correction to d(4): lot number changed from unavailable to l45310. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 5/27/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 11/27/2019.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy. The pod was not worn.